Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on the homechoice (hc) during dwell one of five. A supply bag had fallen and disconnected. The technical service representative (tsr) advised the hp that air had entered setup. The tsr advised the hp to start over with new supplies and to contact pdrn (peritoneal dialysis nurse) alarm and of any missed therapy. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.